Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that two ecr60w cartridge reloads (a, b) were received. The reloads were received fully fired and in good visual conditions. No functional test could be performed due to the condition of the reloads. The reported event could not be confirmed as the reloads were fully fired and no malformed staples were noted during visual inspection. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Batch: l54c38, manufacturing date: 10/13/2014; product exp. Date: 09/13/2019.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, firing with the device and a white reload to close the common jj opening, the inner staple row from the knife (patient side) did not form. Seam guard was not being used. The surgeon over sewed the staple line. There were no patient consequences. Case completed with another like device and a blue reload.